Manufacturer narrative:
Device evaluations of monitor (B)(4) has been completed. The reported problem (response buttons do not activate monitor) was confirmed. As received, the front and rear response buttons were contaminated. The cause of the inability to activate the monitor is the contaminated response buttons. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.